Manufacturer narrative:
(B)(4). This unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. During evaluation, it was found that the tube was disconnected from the accumulator. The service technician reconnected the tube to correct the reported issue.

Event description:
It was reported to vyaire medical that the peep was not working on the unit. There was no report of any patient involvement associated with this reported event.